Event description:
It was reported that the device had abnormal battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5071-53 implantable pacing lead implanted: 2013-(B)(6), 5076 implantable pacing lead implanted 2012-(B)(6) 5867 ad aptor implanted 2013-(B)(6), (B)(4).